Event description:
During the evaluation, broken occluder feet were discovered on the transfer set. Although prophylactic antibiotics were administered (vancomycin 2g intraperitoneal), there was no pt injury indicated during the initial event.